Manufacturer narrative:
(B)(4). Catalog number - corrected. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the pericardial effusion could not be determined. Additionally, the low ejection fraction was thought to be due to low mitral regurgitation (mr); however, this cannot be definitively confirmed. The heart failure then caused the reported cardiogenic shock, due to which the patient died. The reported patient effects of worsening heart failure, pericardial effusion, cardiogenic shock and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guiding catheter, 2 additional implanted mitraclip. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the pericardial effusion and death. It was reported that the mitraclip procedure was to treat functional mitral regurgitation (mr) with a grade of 2-3. After placement of the second clip a pericardial effusion (pe) from unknown causes was noted at the right ventricle and also at the left atrium and ventricle. A total of three clips were successfully implanted, reducing the mr grade to less than 1. After the procedure was completed successfully, the pe was drained. No other treatment was provided and the patient remained asymptomatic and stable. However, seven days later, on (B)(6) 2017, while still hospitalized, the patient died from cardiogenic shock. Reportedly, the ejection fraction was low before death and it was stated that maybe the ejection fraction was low due to the mr being reduced too much. No additional information was provided.